Event description:
The following has been reported: nurse reported: upon priming the tubing with infliximab, the medication started leaking from the secondary port. It was then noted that there was not a k-zero present on the port that is normally fused in that area, so it was completely open. The missing k-zero was also not present within the packaging so didn't just fall off- it appears to have never been applied. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection a missing k zero was detected from the secondary port (needle-free access port) of the ivenix set. Not traces of glue were observed at the mentioned port. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e06148 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.